Event description:
It was reported that a user experienced high blood glucose while using the ilet system, with a reported blood glucose of 500 mg/dl, and the immediate resolution was to change all infusion supplies and resume insulin. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and restoration of insulin delivery after supplies were changed. Investigation included troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.